Event description:
The report indicated that the user's bg's fluctuated over the course of a day while wearing this pod. He experienced high bg's (314-321 mg/dl) both early in the morning and late at night, despite having administered multiple correction boluses. The pod initiated two consecutive occlusion alarms, at which point it was deactivated. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.